Event description:
It was reported that the patient had inappropriate shocks three days post implant due to oversensing of noise. On the electrograms, the signal drops to the bottom and comes back. The device sensing vector was set to secondary at the time of the two shocks. Technical services advised this behavior is expected to resolve over time but in the meantime, consider switching the sensing vector to primary. There were no additional adverse patient effects. The system remains implanted.